Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, cracked reservoir window, and cracked case near display window corners noted during visual inspection. No button response due to open connector on lcd board.

Event description:
It was reported that the customer's insulin pump had several cracks. Her blood glucose level was not reported. The product was returned. Nothing further to report.